Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that user is experiencing a floating cursor on the programmer display. The user attempted to use the stylus calibration disk and replace the stylus. The user was provided instructions for touch pen calibration for the programmer and was advised to return the programmer for service if calibration was unsuccessful. The programmer remains in use. There was no patient involvement. It was further reported that several attempts were made to calibrate the programmer, but the issue remained. The programmer was returned for service.

Manufacturer narrative:
Product analysis : confirmed stylus and cursor not aligned. Reseated connection between overlay and xy board and calibrated stylus. Reconfigured hard drive, reloaded, and updated software. Programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.